Event description:
It was reported that the patient had a possible infection at the ipg incision site. Symptoms of redness and irritation at the site was noted. It was also noted that the patient skipped the first post op appointment and left the staples in which most likely caused the infection. The patient was placed on antibiotics and underwent an ipg explant procedure. The patient was doing well post-operatively and the explanted ipg was discarded.